Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in the report. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, a photo evaluation, no sample investigation, and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon IV cannula 20 g x 1 in. Was inserted into the right upper arm of a test patient who was participating in a bio equivalence study at the clinical facility of (B)(6). The cannula was inserted at 8:53 am on (B)(6) 2016 to collect blood samples and the patient had no health complaints throughout the duration of sample collection. At 2:40 pm on (B)(6) 2016, the cannula was removed due to blockage and it was noticed that part of the catheter was retained in the cubital fossa. He was transferred to a hospital for further management and consulted with cardiovascular surgeon. The patient received a duplex scan and the broken catheter was removed surgically under local anesthesia. The patient was discharged from the hospital on (B)(6) /2016 and was hemodynamically stable throughout his hospitalization.

Manufacturer narrative:
Results: a sample is not available for evaluation, however, the customer provided two photos for analysis. A photo inspection revealed evidence of broken catheter tubing. A visual inspection of 200 retention samples for lot # 16g3041m revealed that all samples were in good condition. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 16g3041m. A manufacturing review revealed no issues related to equipment performance during the manufacture of the reported lot # 16g3041m. Conclusion: although the customer's returned photos showed the customer's indicated failure mode, without a sample, an absolute root cause for this incident cannot be determined. Our quality engineer notes that there is a chance the catheter was cut during insertion and the type of damage seen is likely an application issue.